Event description:
It was reported that a patient underwent an unknown surgery on an unknown date in 2021 and suture was used. During the procedure, the needle came loose from the suture while passing through the tissue. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide lot number? Were there any patient consequences? Please clarify how the procedure was completed? Procedure name and date?

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/11/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide lot number? Unknown. Were there any patient consequences? Unknown. Please clarify how the procedure was completed? Replace other suture. Procedure name and date? Unknown.